Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A technician reported a pt with an unexpected myopic outcome of -2.75 diopters following an intraocular lens (iol) implant procedure. The pt prefers not to have an iol exchange. Additional information has been requested.